Manufacturer narrative:
Fse conducted follow-up with the customer over-the-phone to address the reported event. Fse informed customer will wait for new bcr reader.the bcr reader works on most labels. It seems to be the labels from a certain printer. No further action required by the fse. The most probable cause of the reported event was due to a defective bcr reader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported intermittent barcode read errors with their aia-2000 analyzer .a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event,which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results